Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 125 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the left leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. Duplex ultrasound (dus) identified an in-stent restenosis (isr) in the left sfa on (B)(6) 2023. A left leg extremity (lle) revascularisation was performed on (B)(6) 2023 on the sfa middle third to distal third that involved laser atherectomy and pta/standard balloon angioplasty. A severe in-stent restenosis in the proximal one third of the left sfa was treated also. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. This event was reviewed by veryan and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 125 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the left leg. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. Duplex ultrasound (dus) identified an in-stent restenosis (isr) in the left sfa on (B)(6) 2023. A left leg extremity (lle) revascularisation was performed on (B)(6) 2023 on the sfa middle third to distal third that involved laser atherectomy and pta/standard balloon angioplasty. A severe in-stent restenosis in the proximal one third of the left sfa was treated also. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The clinical events committee (cec) adjudicated that this event was not related to the device and this adjudication was reviewed by veryan on 06-feb-24.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. This event was adjudicated by cec and considered not related to the device. Section b.5. Was updated to reflect the cec adjudication, d.3. And g.1., were updated to reflect the block 5 address and g.6. And h.11. Have been updated to reflect that this is a follow-up (follow-up 01) and the sections which have been updated.